Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.

Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, resistance was met after the thumb advancer was advanced approximately two-thirds of the way down during distal deployment. Thumb advancer deployment could not be completed. The safety release was activated releasing the device from the vessel. Manual compression was applied to achieve hemostasis. There were no reported advance pt effects. Though requested, no additional info was provided.